Manufacturer narrative:
Concomitant product: dtba1q1 crtd, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The polarity of the left ventricular (lv) lead was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.